Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was displaced in the pocket. A pocket revision was performed in order to resolve the event. The patient was in stable condition and there were no adverse consequences.

Event description:
It was reported that a pocket infection was observed prior to pocket revision. The patient was stable and there were no adverse consequences.